Event description:
It was reported that an opmi pentero surgical microscope malfunctioned during a cerebral aneurysm procedure at a hospital in (B)(6). The malfunction made it difficult to position the microscope's head during the procedure. As a result, the surgical procedure took an additional 3 hours to complete. There was no report of a patient injury.

Manufacturer narrative:
A service visit was conducted to inspect the microscope. The connection that contributes, in part, to the lateral stability of the microscope head had started to become loose which caused the microscope head to travel too freely. The bolts responsible for this connection were tightened according to specifications. The microscope was put back into service after the repair. Note: the microscope head is supported by the horizontal arm independent of this connection. An investigation is ongoing.